Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's left ventricular (lv) lead, exhibited an increased in pacing impedance measurements from 544 ohms at implant to 1,200 ohms one day post implant. Additionally, an increase in pacing threshold measurements was observed along with diaphragmatic stimulation. Various lead configurations were attempted with acceptable thresholds and impedance measurements observed. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.